Event description:
A malfunction alarm was reported with malfunction code 0 and fault ID available. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.